Manufacturer narrative:
Device was returned for investigation, but the investigation results have not been completed at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: large air leak reported in pleur-evac. No pt injury reported.